Manufacturer narrative:
An outside of the united states (ous) customer contacted a siemens customer care center (ccc) and reported that different calcium (ca) results were obtained on a patient sample on an atellica ch 930 analyzer. Quality controls (qcs) recovered within ranges on the day of the event. Siemens further evaluated the event and determined the sample was left on the atellica ch 930 analyzer for an entire day before being frozen and stored prior to repeat testing. There was no indication of an instrument malfunction. Pre-analytical variables such as sample handling or sample integrity potentially contributed to the different ca results. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A calcium (ca) result of 2.33 mmol/l was obtained on one patient sample on atellica ch 930 analyzer. The initial result was reported to the physician(s). Two days later, the sample was repeated on the same atellica ch 930 analyzer. It is unknown which result is considered to be correct. There are no known reports of patient intervention or adverse health consequences due to the different ca results.